Event description:
The patient uses the suspect device to check their blood glucose. Patient injects insulin based on blood glucose results via a sliding scale. 18 days prior to event date and 13 days prior to event date patient reported having incidents that required intervention when the suspect device read high and paramedic and hospital meters read lower. These incidents also included seizures which needed intervention. Patient was treated with d5w and also given IV's as well as being hospitalized.